Event description:
During index procedure, the patient had one complete self expanding (se) peripheral stent implanted to the right mid superficial femoral artery (sfa) and one complete se implanted to the right distal sfa. Approximately 3 years post index procedure, the patient was rehospitalized due to claudication and pain. Revascularization of target vessel was performed (drug-eluting balloon). The investigator indicated that the reported event was possibly related to the study device. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (revascularization and pain leg/foot).

Manufacturer narrative:
(B)(4).